Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced difficulties with cycling the implanted artificial urinary sphincter (aus). Upon surgical procedure to explant the aus, the physician found less fluid in the pressure regulating balloon (prb) than originally implanted. A new device was implanted. No patient complications were reported.